Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. The physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. This information may be updated if additional information is provided at a later date. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant detached unexpectedly within the microcatheter during insertion. The entire coil was withdrawn and removed from the patient. The coil was not used and was replaced with another coil to continue the procedure. Subsequently, the procedure was successfully completed. The patient's condition was listed as "no health damage."